Event description:
It was reported that leaked from the bd maxzero¿ needleless connector IV while infusing doxorubicin, bicarb, and mesna. The following information was provided by the initial reporter: "patient called and indicated that his IV was leaking. Patient had doxorubicin running connected to one of the y-connector sites and bicarb and mesna connected to the second y-connector site which was connected to the port a cath on the patient. The leak was identified to come to come from the bd maxzero needleless connector that was infusing"

Manufacturer narrative:
H.6. Investigation: a complaint of leakage at the connection site of the maxzero and the infusion set was received from the customer. 6 samples and a set from a different company were returned for investigation. Through visual inspection, no defects or damages were seen on the connectors. Samples were flushed and no leakage was observed. Each sample was connected to a primary set (B)(6) and infused at a rate of 530 ml/hr to recreate the customers situation. No leakages or issues were observed during infusion. An infusion could not be performed with the set returned because it was not compatible with the pumps in the lab. The samples were then primed with the returned non-bd set and leakage was at the connection site of the maxzero and the sets luer. A device history record review for model mz1000-07 lot number 21055772 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the leakage seen was determined to be the returned non-bd infusion set. It is possible that a complete seal cannot be achieved between the two components and at the high infusion rate leakage occurs. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #21055772 regarding item #mz1000-07.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leaked from the bd maxzero¿ needleless connector IV while infusing doxorubicin, bicarb, and mesna. The following information was provided by the initial reporter: "patient called and indicated that his IV was leaking. Patient had doxorubicin running connected to one of the y-connector sites and bicarb and mesna connected to the second y-connector site which was connected to the port a cath on the patient. The leak was identified to come to come from the bd maxzero needleless connector that was infusing."